Event description:
Rn discovered that approximately 80 ml of chemotherapy agent had leaked out at the point where the IV silastic tubing inserts into the blue plastic piece that sits into the wheels of the pumping mechanism of the alaris pump.